Event description:
Pt with known leonard's lymphoma had a port inserted on 2/17/95 which had been functioning without difficulty. Pt had been receiving chemotherapy as an outpatient until admission of 9/27/95 when pt was admitted for continuous IV infusion of chemothereapy. Chemotherapy infusion of vp-16, vincristine and adriamycin, was started on 9/27/95 thru the port. Medication was to run over 12 hours x 8 doses. On 9/30/95 while receiving chemotherapy, pt acutely developed respiratory distress accompanied with right sided chest pain. X-ray studies showed a large right pleural effusion with complete collapse of the right lung, with catheter tip appearing outside the superior vena cava. Further studies confirmed position of distal catheter outside of superior vena cava. A right chest tube was inserted on 9/30/95 and fluid drained. On 10/3/95 pt underwent removal of the right port. It was removed intact and surgeon could identify no problem with the catheter. Reason it eroded thru the superior vena cava is unknown. The path report showed a specimen consisting of silver metal plate with an attached white plastic tubing, resembling port and catheter and measuring 3.5 x 3.5 x 1.5 cm. The plastic tubing measured 15.0 x 0.4 cm. Pt was eventually discharged to home, but readmitted at a later date with unrelated symptoms and expired. No conclusion reached if it was a result of the port or pt's underlying conditions.